Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer turned itself off and would not turn on again. The power supply was replaced as a preventative. The software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer turned itself off and would not turn back on again. The programmer was returned to service. No patient complications have been reported as a result of this event.